Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the issue and found one of the cables in the monitor was loose. After connecting the cable fse tested the unit. Performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) screen was glitching. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.